Event description:
A surgeon reported that one year following bilateral intraocular lens (iol) implant surgeries, the pt reported severe glare. Upon examination, the surgeon observed glistenings in both lenses. The surgeon sent the pt for another opinion. This surgeon exchanged both lenses due to the report of glare. This surgeon reported the pt had been unable to drive her car in mesopic conditions due to the glare. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info has been requested. (B)(4).